Event description:
It was reported that the ipg was not holding a charge despite troubleshooting. Database analysis was done which showed that the history counters do not confirm any issues with the ipgs functionality, and the temperature measurements are within range. The patient underwent an ipg explant procedure. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.